Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be loose, as a result, the instrument had non-intuitive motion. The instrument passed a cautery test and it also passed the electrical continuity test which confirmed that the bipolar energy was working. Failure analysis investigation also found the instrument's pitch cable to be frayed. The conductor wires were intact and undamaged however the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found.

Event description:
It was reported that the fenestrated bipolar forceps instrument was inspected prior to starting the procedure. During a da vinci prostatectomy procedure, the surgeon was not able to properly close the tip of the fenestrated bipolar forceps instrument but bipolar energy was working. The instrument had to be replaced with a new one. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury reported.